Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a paclitaxel set would not prime. The paclitaxel set was attached to a viaflo bag when the incident occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph with naked eye and it revealed that the dac sleeve appeared detached from the administration port. The reported condition was verified. The cause of the condition could not be determined.  Should additional relevant information become available, a supplemental report will be submitted.